Event description:
On (B)(6) 2010, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultra2 meter was reading inaccurately erratic. The complaint was classified based on the customer care advocate (cca) documentation, since the medical surveillance specialist was unable to reach the patient by phone. The patient reported that on (B)(6) 2010 at 10:30pm, he obtained blood glucose readings of "280, 101, and 165 mg/dl" with the subject meter, performed within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=20%. The cca noted that the patient is on an insulin pump. As a result of the alleged inaccurate results, the patient claimed he took an increased dose of insulin (bolused 1.5 units of novolog). Approximately 1 hour later, the patient reported that he had a "hypoglycemic reaction" and self treated with food and/or drink. At the time of troubleshooting, the cca walked the patient through a control solution test with the reported products and documented that the result fell within the specified control solution range. Replacement products were sent to the patient. This complaint is being reported because the patient claims he obtained an inaccurate reading on the subject meter, administered treatment based on the alleged result, and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.